Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated, and displayed magnet rates of 98, 67 and 57 pulses per minute (ppm). At last interrogation in 2009, battery data was 2.69 v, 8 ua, and 9 kohms with an estimated 9-15 months remaining to elective replacement indicator. Four months later, a magnet rate of 93 ppm was observed. The pulse generator was explanted and replaced.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. According to the surgeon, the patient had a history of diabetes without retinopathy and glaucoma (pre-existing). The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is thirty seven of thirty nine.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was below 2.27 v. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.